Event description:
The initial reporter received questionable ise indirect gen.2 na results for "more than 100" patients tested on a cobas 8000 cobas ise module. The initial na results were reported outside the laboratory. The customer noticed the na results were "running high" and performed repeat testing with the samples. The customer provided one example of questionable na results: the patient's initial na result was 148 mmol/l. The patient's repeat na result was 142 mmol/l. The customer determined the repeat results were correct and corrected reports were provided. The na electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer's calibration and qc results were ok. There was no indication of a reagent issue. The investigation reviewed the system's alarm trace and no abnormalities were found. The customer's sample pre-analytic details were requested but not provided. The field service engineer cleared the vacuum line and replaced the vacuum diaphragm. He performed ise checks and the customer performed calibration and qc with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.